Manufacturer narrative:
Based on the information provided, it is not known what role, if any, the lava ultimate crown played in the reported outcome. Other factors, such as prior tooth history, may have played a role in the need for endodontic treatment.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient (age and gender not provided) who required endodontic treatment of tooth #18. A lava ultimate cad/cam restorative for cerec crown was seated on this tooth on (B)(6) 2013. On (B)(6) 2013, the crown debonded and was remade; at the time, it was noted that no decay was present. On (B)(6) 2016, the crown was identified as being loose and extensive decay was found. Endodontic treatment was performed and build-up with a new crown and post placed.